Manufacturer narrative:
Batch review performed on 20 may 2019: lot 189052: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
5 days after primary the surgeon performed a revision surgery of the knee for an hematoma. The surgeon performed an I&d and poly-swap. The surgery was completed successfully.